Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a clinical nurse revealed that during puncture for one PICC catheter, the catheter and guide wire for seldinger were twisted. It was not sharp enough to penetrate the skin during puncture, leading to a delay in the progress. It was reported this occurred with two devices. This report addresses the first device.